Event description:
It was reported that some images stored under the wrong patient, data mix. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch and the motherboard upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.